Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: for the 2nd device did the broken blade tip fall into the patient? No. Was the broken blade tip retrieved from the patient? No. How long was this procedure prolonged due to the issue with these 2 devices? Troubleshooting time about 1 hours. Did the extended surgery time or the retrieving of the broken blade tip from the patient cause a change in the plan of care for the patient? No.

Event description:
It was reported that during an unknown procedure, ¿when using the first ace36e, temporarily on the ace36e desktop, at the blade end of the abnormal fracture, no collision to the hard objects, blade found on the floor. Due to surgery is not over, and then open a new ace36e the same lot number, the same problem occurred blade broke; so there are two ace36e bad handling table. Due to the same operation (wege) occurred two bad products, it led to prolonged operation.¿ another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).batch # n91n7j. The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.